Event description:
Additional information received from the manufacturer representative reported that the patient had not been able to have the device replaced yet as they were having an issue with their insurance company before they could set up an appointment. The cause of the implant not charging remained unknown as the patient had not been seen yet due to their insurance issues.

Event description:
The manufacturer's representative (rep) reported the patient reported the implantable neurostimulator (ins) was not holding a charge and at this point was in suspected overdischarge. The patient was charging too often. Due to this, the patient could not charge the device and was going to be having it replaced the day after the report. The patient felt there was an issue with the ins and could not afford the copay. The rep believed the patient had been in overdischarge 3-4 times in the past. Later, it was reported the rep met with the patient and the patient was still deciding between getting a rechargeable implant or just having the current one explanted and was going to think about it. It was noted the rep needed to review his notes again to confirm the information from the meeting as he was not completely sure it was all correct. If additional information is received, a follow-up report will be sent. Relevant medical history included non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
Information regarding the report in manufacturer report # 3007566237-2017-01765 will now be captured in this manufacturer¿s report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a health care provider regarding the patient. It was reported that the patient had the system explanted on (B)(6) 2017 due to shocking and the battery never holding a charge. The patient had spoken numerous times to manufacturer representatives, but they were never able to confirm his problem. The system was ultimately explanted. The device was replaced with a competitor¿s product. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v763709, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v716841, implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: neu_recharger_acc, product type: recharger. (B)(4).